Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had fallen so much, her healthcare provider (hcp) told her that the device wasn't working but the patient was still getting a buzzing in her legs. The patient was aided in using the patient programmer (pp) to put the device into MRI mode and a poor communication screen was seen. The implant was 1/2 charged. She didn't use the pp much because her neurologist gave her pain pills. Relevant medical history included other chronic/intract pain (trunk/limbs) and spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information from the patient reported that the patient had been in rehab for almost a year and they hadn't used or recharged their implantable neurostimulator (ins) in almost a year. They explained that they had fallen four or five times. They stated their ins was moving around, and they believe the moving is from the falls, or that the ins moving is causing the falls. They also explained that their stimulator didn't "buzz" in the right places, and that their healthcare provider told them the stimulator won't work for them. The patient had attempted to recharge their ins, but was unable to do so and was suspected that the device was in overdischarge. The patient was informed they would need to see their physician to get the ins restarted.